Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional point of contact name:(B)(6). Phone number:(B)(6). E-mail address: (B)(6). Department: biomeed occupation: biomedical engineer it was reported that during pm the cardiosave intra-aortic balloon pump (iabp) "screen is unresponsive". Customer complained that upon initially testing unit with testing catheter and trainer, unit ran for about 10 seconds, surfacing the critical alarm freezing the screen unresponsive. A getinge field service engineer (fse) upon reviewing error log, identified codes 111 and 112 correlating with witnessing of critical alarm. Identified round spring sitting on top of power management board electrical components. Round spring fell from behind fiber optic connector stencil cover down to the power management board. Other than that, nothing unusual identified internally. Unit dust free and moisture free. Replaced power management board, and upper panel assembly, label, trainer on - off and label patient connector with related labels. Upon replacing aforementioned external parts and pcb, successfully completed a full-function check without issues. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. Unit cleared for clinical use is unknown. No patient involvement was there. The failure analysis and testing dept. Received the part. The fat performed a visual inspection and found upper panel to have a broken and loose fiber optic cover. The rest of the parts were in good condition. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The fat installed pcb in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested this board for 30 minutes with no issues found. The failure was not confirmed. This revision is obsolete and no longer able to be tested by a supplier. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp), upon initially testing unit with testing catheter and trainer, ran for about 10 seconds, surfacing the critical alarm freezing the screen unresponsive. There was no patient involvement reported.